Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: I approached the surgeon about this event, and he could barely recall the incident. My colleague and manager will have no further insight. From what he told me, it sounded like they could not get the min button to work. This case was a thyroidectomy and the surgeon does not recall excessive bleeding, he may have needed to spot coagulate any minor bleeding events. He reported to me that the patient was fine, no mention of further bleeding interventions, post op care was no different and he doesn¿t recall a major delay to surgery. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: t41079. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: - did the prolonged procedure clinically impact the patient? If so, how did it clinically impact the patient? - did the patient require any additional treatment as a result? - did the extended surgery time due to the issue with the device changed the plan of care for the patient? - what is the current condition of the patient? - was there any other action taken for the prolonged time of the surgery? - did the patient need any different type of post op care due to the extended time of the procedure? - what is meant by ¿the diathermy would cut, but it would not go to a higher resolution¿? - what was the surgical procedure being performed on the patient? - what was the power level set to on the generator? - what is the surgeon¿s experience with the device? - what was the approximate blood loss? - were any blood products required? - why was surgery extended? - was the post operative care of the patient altered in any way as a response to the difficulties of the device? A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the diathermy would cut, but it would not go to a higher resolution. This caused the patient to bleed more and extended surgery by about 40mins. They had to eventually open another harmonic, which worked perfectly. The bleeding was brought under control and there were no patient consequences.